Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed continuity testing due to a an open on the green and white conductors along the length of the cable. When tested with known good lab equipment a ¿probe is off the patient" error message displayed and audible and visual alarms were observed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the pulse oximeter does not work on the pacu monitor and confirmed that the pulse oximeter will work intermittently.